Manufacturer narrative:
Correction - the catalog and unique identifier numbers were updated in section d4 based on the returned product.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the basal rate changed unintentionally after the patient replaced the batteries in the infusion device. The batteries need to be replaced daily and the patient has to reset the basal rate daily. No further information was provided.